Event description:
The date of the occurrence is not known for sure. By hearsay, I found out that the product caused a seizure in a child. The device can induce seizures by blinking a blue led within an inch of the end user's face. No black label, no warnings. Search "braintap headset" to see the product. Braintap (headquartered in new bern n.c.) Is registered as excel management group in delaware.